Manufacturer narrative:
The device was not returned for evaluation. No documentation review was possible since the lot number for the broken device was not reported. The complaint is considered unconfirmed. The root cause for this event is undetermined. Linked to mfg report number: 2648988-2019-00019.

Event description:
This is 1 of 2 reports. A risk manager reported that on (B)(6) 2019, an ins9020 limitorr volume limiting evd 20 ml had a cracked at the stopcock. The product failed during clinical use. There was no surgery delay reported. It was unknown if there was any patient injury ore medical intervention/revision required. Additional information was received on (B)(6) 2019 from the customer and in the form of a medwatch (mw5083503) indicating that on (B)(6) 2019, a staff nurse identified the csf monitoring system cracked and leaking at the stopcock near the flushless transducer made by edwards lifesciences. It was reported that over time (potentially days), the stopcock snapped and caused a cerebrospinal fluid (csf) leakage. It was the 3rd prong on the stopcock where the breakage occurred. The external ventricular drain (evd) was clamped and the system was changed to a new system. It was reported that the (B)(6) female patient has been using it ¿just fine¿.